Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the device indicated elective replacement (eri) early, possibly due to high output unnecessarily programmed on the left ventricular (lv) port. When the lv lead was tested in other pacing configurations, it provided capture at a lower setting. The device was explanted and replaced and the new device was programmed to avoid early battery depletion. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.